Event description:
The surgeon implanted an 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due to low vaulting. The patient's had age appropriate lens changes and iop was 29 post operative. Required alphagan for short period. Tid's at pupillary ruff noted between 8-9 oclock. The lens was exchanged for a longer lens. Vault was improved initially and has now settled to minimal. Patient will continue to be monitored. Patient will be getting driving glasses at next appointment. The post-op bcva was 20/20. See manufacturers report# 2023826-2012-00529 for the patient's other eye.

Manufacturer narrative:
Patient (B)(4) - intraocular pressure rise, (iopr), (B)(4) - surgical procedure, secondary. Device (B)(4) - lens vaulting of, low, (B)(4) - explant. (B)(4).

Manufacturer narrative:
Method - lens work order search & medical review. Results - the visual inspection of the returned product showed a haptic was broken. A lens work order search was performed and there were no similar complaints found. The lens was re-measured and compared to the original value and found to be within specifications. Therefore, it can be justified that the complaint was not product related. A medical review was performed and concluded the most probable cause of low vaulting is short lenses and the most probable cause of transient and mild elevation of iop is retained viscoelastic, however, there is not enough information to exactly determine the cause of iop elevation. According to use fmea it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition (poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). (B)(4).